Manufacturer narrative:
The customer advised physio-control that they have evaluated the device and verified the reported issue. The customer replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack and observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was intermittently not completing the boot up cycle and would show a solid white screen, which is indicative of a device lockup. There was no patient use associated with the reported issue.